Event description:
Patient has had a persistent pain with activity. The patient was taken to surgery in 2002. Where the patient underwent examination of the right knee under anesthesia, arthrotomy, synovectomy, and exchange of the polyethylene insert of the tibial component.